Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 0062227 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation and with no sample analysis the symptom reported by the customer can¿t be confirmed. This lot was produced for 0.134mm units with 1 complaint it has a cpm of 7.4. We will continue monitoring and trending this product and lot# for this symptom. Root cause description: without a sample no analysis can be performed; therefore, probable root cause can¿t be offered. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (peura/rm832 rev 8) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the bd luer-lok¿ tip syringe had black specks in it during use. The following information was provided by the initial reporter: "bd 50ml syringe (luer-lock tip) was used to draw up fluid. When drawing back, noticed black specks inside syringe. New syringe obtained to draw fluid."